Event description:
It was reported that an ilet user experienced hyperglycemia after a meal when the meal announcement was not registered and the cgm had a two-hour data gap during a sensor replacement, after which the system delivered correction doses. Symptoms included elevated blood glucose with a fingerstick of 300 mg/dl and cgm readings up to 335 mg/dl, with user-reported trace ketones. Outcomes included continued use of the device with downward glucose trend and no hospitalization. Investigation included remote review of device data and bionic report with user interview and troubleshooting. Investigation of this case revealed that the missed meal announcement and temporary loss of cgm data likely contributed to delayed insulin delivery and elevated glucose, with infusion set function appearing intact and corrections active. It was concluded that the device performed as designed once cgm data resumed and the algorithm applied correction dosing, and the event was attributable to user-related factors including a missed meal announcement and sensor downtime. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.